Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 560mg/dl. The customer's most current level was 350mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had received no delivery alarms. The customer states the alarm was resolved by complete set and reservoir change. The customer was advised to monitor the device and call back when issues occur.